Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed the lens was stuck in the cartridge and the tip of the cartridge was split. There was a clear surgical residue on the device. Conclusion - based on the complaint history and product evaluation, we were unable to determine a specific root cause of the event. (B)(4)

Event description:
The reporter stated the tip of the cartridge split as the surgeon advanced the aq5010v three piece silicone lens towards the eye. There was patient contact but the lens was not implanted. No injury to the patient.

Manufacturer narrative:
(B)(4). No known consequences or impact to the patient. Evaluation results: based on the complaint history, we were unable to determine a specific root cause of the event. (B)(4).